Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 28mg/dl and treated with glucose. Customer indicated that their blood glucose value was 303mg/dl at the time of the call. Customer also indicated that there were large air bubbles in the reservoir. There was no indication that the insulin pump over delivered insulin. The customer was assisted with troubleshooting and the customer stated that the cannula may have been inserted in scar tissue and insulin may not have absorbed properly. No further details given.